Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The surgeon used the new peak fx femoral side plate. The case was going fine until he attempted to insert the key assembly. He had a lot of difficulty getting it into the lag screw assembly. After trying for approx 30 minutes, he gave up and decided to use a cannulated lag screw.